Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 210 mg/dl. A correction injection via manual injection was administered to address the bg level. Customer was unable to successfully load a new cartridge and resume insulin therapy. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.cts sent replacement pump.